Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after rewind the insulin pump screen went blank and delivery stopped. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The customer stated that insulin pump had pump error alarm. The pump error was able to clear and was able to rewind the insulin pump. Self test was pass. Troubleshooting was performed. The insulin pump will not be returned for analysis.